Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for nosebleed symptoms. Warfarin and aspirin were discontinued on (B)(6) 2022. On (B)(6) 2022 there was difficulty stopping the nosebleeds. Esophagogastroduodenoscopy was performed and blood clots that presumed to be nosebleeds were checked without active bleeding. Nosebleed hemostasis was performed after ears, nose and throat consultation. A blood transfusion was performed. Warfarin was restarted and on (B)(6) 2022 the nosebleed stopped with stable hemoglobin levels. The patient was discharged after improvement.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.